Event description:
It was reported the patient was unable to get their stimulation to work the day after their leads were implanted. It was stated ¿the left side didn¿t work¿ and the patient ¿couldn¿t get it on and the right side was tingling like when your foot falls asleep.¿ it was reported the patient experienced overstimulation. Five days later, it was reported the patient underwent an x-ray that found ¿one lead came out¿ and ¿one had crawled up the top.¿ the patient further reported that ¿one was completely out and the other one was bent.¿ it was noted the patient was told their physician ¿could only put in the thin leads¿ and that the patient ¿wanted it out.¿ it was reported the patient¿s physician ¿caused her a lot of pain when he was putting the leads in¿ and that ¿he really just socked it to her.¿ the patient stated her ¿back was tender¿ and that her physician ¿was pushing on it so hard she was hitting the ceiling.¿ it was further stated the patient ¿couldn¿t even walk after he got done with her for 4-5 days.¿ the patient reported a different physician told her they ¿wouldn¿t have any more back surgeries on her back because the scar tissue was built up so bad.¿ the patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).